Event description:
When the customer plugged the ECG machine into ac power, it started to smoke at the base of the unit where the power cable was plugged in.

Manufacturer narrative:
Device has been returned, but eval has not been completed.